Event description:
Reportedly, normal apnea/hypopnea registrations have been performed by the pacemaker. However during a polysomnography exam (with an external device "sleepdoc porti 7"), the data displayed by the programmer showed an "invalid night". The reporter excludes any source of emi due to the psg device or in the sleeping room.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to reply dr or sr models approved under p950029. Analysis pending.